Event description:
It has been reported to philips that the system shut down before completing the boot up process. The system was not in clinical use at the time of the reported event. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) examined the system onsite and confirmed that system shut down before completing the boot up process. Upon troubleshooting fse found ups was in bypass mode and had been serviced by a third-party company. After servicing, the software installed caused the status box on the wall to display a fault condition that preventing the system from booting up. To resolve this fse removed the communication line to the system. The third party updated the wall box software. After removed the communication line to the system, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party ups failures may occur that can cause the azurion system shut down before completing the boot up process. This scenario includes situation in which is related to the third-party ups problem and this ups is not a part of the philips component. Since the malfunction of third-party ups would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.